Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m140860. Test base part number 190-430 / lot m140860. The lot met the required release specifications.all tests were valid and performed as expected with no false positive results replicated. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is 0.004%. In addition, a review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nipro sponge nasopharyngeal swab. Repeat testing was performed twice on (B)(6) 2021 and once on (B)(6) 2021 using a new sample (nasopharyngeal) with the ID now covid-19 assay and generated negative results. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No treatment was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay based on the positive result or impact in the patient's treatment.